Event description:
The complaint was reported as: the customer alleges that there was a water leak found at the connection of the return tube to the adaptor. The user changed the nebulizer adaptor to a no report of a patient injury.

Manufacturer narrative:
One picture of the unit of catalog number 031-33j (nebulizer adaptor 033, sterile, (B)(4)) was received for analysis. It was visually inspected and cannot be detected in the picture, the fault reported by customer. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned at the time of this report. The part number 12153 is a component of the part number 031-33j. For that reason the 12153 assembly process and manufacturing procedure were reviewed and no findings related to the reported issue were found. A DHR (device history record) review could not be conducted since the lot number was not provided. This customer complaint cannot be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If defective sample becomes available at a later date this complaint will be re-opened. Note: two occurrences reported for the malfunction. Two complaints opened and two MDR reports submitted.